Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #58" (power-up vent test failed). The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company representative observed that the iabp displayed "electrical test failure code #58" (power-up vent test failed) and k6 vent failure. The company representative replaced the manifold drive (0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).